Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient list was not updating on pyxis. A field service engineer (fse) investigated an issue where the station was not importing new patients, not removing discharged patients, and was unable to connect to the synchronization server. The fse identified a damaged network cable, confirmed that the firewall was enabled, and noted the network speed and duplex settings were incorrectly configured. The network cable was replaced, the firewall was disabled, and the network settings were adjusted, followed by a station synchronization that completed without errors. Since the patient status issue persisted and patient data was still not transferring to the station, the hard drive was reimaged. The fse later returned to replace all in one unit as requested, configured the network, set the correct time and date, and successfully synchronized the station with the server. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server available patient list was not updating and was missing currently admitted patients. The customer confirmed that the device was also displaying many patients who had been discharged over 12 hours ago.however, there were no delays, adverse events or injuries reported based on this event.